Event description:
Complainant alleged that on two separate occasions, medics were monitoring pts (age and geners unknown) and the unit's monitor screen display began to fade and became unreadable. There is no indication of any adverse effect on the pt.